Event description:
It was reported the patient¿s clinician was unable to turn the patient¿s stimulation up from 2.7 volts to 3 v. The doctor saw a warning but did not know what it was and wanted a manufacturer representative to come in and discuss the issue. It was noted it appeared to be a programming issue which started today. Additional information received later that day reported the patient has essential tremor and he experienced a loss of therapeutic effect. The patient last went to his managing clinic six weeks ago and approximately four to six weeks ago he had a return of symptoms. It was noted the patient did not recall anything that prompted the return. Impedance testing was performed. Therapy impedances for group a was 1391 with the following settings: 0 -, 1 +, 2 -, 1.6 v, pulse width of 150, and frequency of 180 hertz (hz). Therapy impedance for group b was ¿xxx¿ and high with the following settings: 2 +, 0 -, 0.9 milliamps (ma), pulse with of 120, and frequency of 90 hz. Impedance testing was also run for all pairs and all pairs with contact 0 were greater than 20,000 ohms. It was reported the patient had previously been set at 3.5 v on group b which he had used for the past six months. The patient was now on 0.9 v and the manufacturer representative thought it may have ¿auto-adjusted.¿ it was noted the patient was only able to adjust the pulse width on group b and he could not adjust anything on group a. The manufacturer representative tried to turn the voltage up she received a message saying ¿the entered value could not be used, oor (out of regulation).¿ it was determined the patient was in constant current mode and was put in that mode by the implanter. It was noted the patient had always been in constant current mode. The patient was at 2.7 ma when he came in and the nurse turned it down to 0, when she tried to turn it back up she received the oor message. The patient was switched to group a and it sounded as though the patient¿s tremor had gotten a little better. Additional information received the next day reported the nurse was able to program around contact 0 and the patient was able to get good tremor control. The patient was doing well and was happy with his tremor control. It was noted the patient also had dementia. It was reported the patient had not had any falls. The patient was going to follow up with his neurologist in two weeks to evaluate how he was doing with his new settings. Refer to MFR report # 3004209178-2013-17467 for the patient's other implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# j0555451v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0527488v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).